Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the right ventricle was unstable. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope. It was noted the implantable pulse generator (ipg) had a pacing problem and intermittent capture management variation. The device was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.